Manufacturer narrative:
The insulin pump was had intermittent up and down arrow button response due to corroded keypad traces. No button error alarm was noted. All of the operating currents were within specification and no unexpected low battery, failed battery test or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had normal blood glucose levels of 73 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the keypad of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.